Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient says the device isn¿t working and is currently in hospital due to a uti. The patient was unwilling to work with the physician, physician office or rep to adjust the device. The patient was requesting that the device be removed. Surgical intervention was planned, but not yet scheduled. The issue was not resolved at the time of the report. Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the device was intended to treat urinary retention. The patient did experience uti's prior to implant and the uti was related to the patient's underlying condition. The uti had not yet been resolved but they were started on antibiotics on (B)(6) 2022. The implanted device or therapy did not cause or contribute to the uti. The rep reiterated that the issue was that the patient was unwilling to make an adjustment to the device or work with the physician, rep or physician's office. They were unwilling to accept help or work with anyone. Removal surgery had not been scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.